Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer was changing the pump supplies, no insulin was observed exiting the infusion set tubing. The customer used a new infusion set tubing and cartridge. The issue was resolved. The customer's blood glucose (bg) level was 293 mg/dl and ketones were present. An insulin pen was used to address the high bg.